Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 4.2 and all associated cubies displayed a "device not detected on bus" error message. The device was rebooted multiple times, and the power cable was unplugged and reconnected; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 required maintenance, with all cubies displaying a "device not detected on bus" error. A field service engineer (fse) replaced the row board cable and cubie tray and tested, but several random cubies were not detected. The customer was instructed to unload medications, after which testing was successful, but 2 cubies later failed to detect. The fse replaced the retractable band and drawer controller, but the issue persisted. The half-height drawer was then replaced and tested. Following a reboot, no drawers were detected initially; after an additional reboot, all drawers were successfully detected, resolving the issue. The system functioned as intended after the field service engineer repaired the device.